Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the drawer boards in auxiliary 5.1 and also replaced the pyxibus module along with both drawer boards in auxiliary 6.1 and 6.2 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced a drawer failure and there was no power to the device. The customer reported that if the patient requires medication, it can be obtained from a different station. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.